Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging a date/time issue with her onetouch ultramini meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 5:45 (am/pm unclear). The patient's testing frequency is not known and according to the csr's documentation, the patient does not manage her diabetes with oral medication or insulin. After the alleged meter issue occurred, the patient denied making any changes to her diabetes management routine. The patient also denied developing any symptoms after the reported meter issue began. According to the csr's documentation, the patient's blood glucose was tested with the home health/ visiting nurse's meter at noon time on (B)(6) 2011 (reading not known) and on (B)(6) 2011 ("175mg/dl"). At the same time after each testing, the patient reportedly was administered food/ drink as treatment by the health care professional (hcp); however, it is unclear if the patient was receiving her scheduled meal (lunch) or if the patient was being treated based on the blood glucose reading with the nurse's meter. The patient reportedly again tested with the nurse's meter on (B)(6) 2011 at 8:15 (am/pm not specified); however, the patient's blood glucose result is not specified. During troubleshooting, the csr noted that the subject meter's battery did not need to be replaced and the battery was also not removed. Replacement products were sent to the patient. Based on the provided information, at this time, it is unclear how the date/time format issue can lead to a serious injury since the date/time setting does not affect the ability to test and obtain an actionable blood glucose reading. Thus, the linkage between the reported product issue and the alleged injury by the patient, remains unclear. Despite repeated attempts, the patient could not be contacted for further information. In conclusion, this complaint is being reported due to the following conclusion: after the alleged issue occurred, the patient obtained an unspecified blood glucose result with the nurse's meter and was reportedly treated by an hcp for severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.